Event description:
After 6 years of cochlear implant use, this patient reportedly had an impact to the implant site and his implant stopped working. Diagnostic testing could not be done as the device would not connect with programming software. Troubleshooting by the patient's clinic did not resolve the problem. It was concluded that the implant had failed. Explanation and reimplantation surgery took place one day after date of event.